Event description:
During troubleshooting a check lines & bags alarm that appeared on the homechoice (hc) display during initial drain, the nurse revealed that the patient line had air in it. The technical service representative (tsr) advised to end therapy and start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).this complaint for a check patient line alarm and air in the patient line was not confirmed. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should any significant supplemental information become available